Event description:
It was reported that prior to a procedure the flexible tip of the guidewire was noted to be inflexible. It was compared to another of the same model guidewire and the tip was found to be harder. It was exchanged for a different guidewire and the procedure was successfully completed. The product did not come into contact with pt and was used during a procedure. The pt is reported as 'ok'.